Event description:
The customer reported that the ortho provue analyzer interpreted negative antibody screen results as positive. Visual inspection of gel cards showed the reactions were negative. No erroneous results were reported.

Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer went to the customer site and performed alignment to the reader camera, adjusted the optics and created a new reference image. This customer has not logged any complaints against this analyzer since this incident. (B) (4).